Manufacturer narrative:
There is no documentation that shows a causal relationship between the cardiac arrest and subsequent death and the liberty cycler. Additionally, there are no reported malfunctions against the cycler. There is a possible temporal relationship between the cardiac arrest and the pd therapy as the patient was in active treatment when she expired. The patient had several comorbidities that could have contributed to the cardiac arrest. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. All companion lots were sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient contact reported on a routine follow up on a related customer experience that the patient reportedly expired on (B)(6) 2017 during the night while performing pd treatment. No alarms reported. Additional information was solicited from the patient's dialysis clinic. Additional information was obtained via phone on 05-dec-2017 with the peritoneal dialysis registered nurse (pdrn). The patient expired on (B)(6) 2017 in her sleep at night due to cardiac arrest. The esrd death notification form confirms cause of death as cardiac arrest, unknown cause with no secondary cause listed. The patient was connected to the liberty cycler at the time of death. The patient¿s pd prescription is 2.5% delflex solution with 4 cycles of 2200 ml each cycle.